Event description:
Pt desired explantation of breast implants bilaterally (silicone gel). She had experienced increased and migratory arthralgias. Because of the silicone crisis, she desired removal with no further implantation.